Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be determined at this time. However, based on similar reported events, the most probable cause of the reported event could be attributed to user handling. The instruction manual provides warning which states that " impact, fall, shock or similar stress can damage the ceramic insulation at the sheath's distal end and that the instrument must not be used if damaged since otherwise this can cause injuries to the patient and/or user." In addition, the OEM performed a manufacturing and quality control review for the affected lot number without showing any non-conformities or deviations regarding the related issue. If additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a transurethral resection of bladder tumor (turbt) procedure, the black tip of the inner sheath broke off and fell inside the patient¿s bladder. The device fragment was retrieved with an unknown device. It is unknown if the intended procedure was completed. There was no patient injury reported. Additionally, the user facility reported that no other equipment was replaced during the procedure, the sheath did not experience any external impact or falls prior to the procedure and was inspected with no anomalies noted. The sheath also had been lubricated prior to assembly with other equipment.